Event description:
On (B)(6) 2025, the agent documented that the user¿s husband called regarding repeated dexcom g7 continuous glucose monitoring (cgm) connection issues. It was determined that the issue occurred because the husband had taken the phone connected to the ilet, rather than leaving it with the user. Device setup was verified: the ilet app was installed on the user¿s phone and the circle app on the husband¿s phone. Blood glucose (bg) was 278 mg/dl on the cgm, with a fingerstick of 240 mg/dl, which was entered into the pump for calibration. Bg was corrected by allowing the pump to bring values back into range. The user reported feeling fine. Lowest blood glucose (bg) recorded was 240 mg/dl. No prolonged out-of-range period or medical intervention was required at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.